Manufacturer narrative:
Updated to reflect information received on 2021-dec-16. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative (rep), healthcare provider (hcp)) regarding a patient who was receiving baclofen (unknown) at 2000 mcg/day at 800 mcg/day via an implantable pump for intractable spasticity. It was reported that the rep received a note from the hcp asking about tunneling across the abdomen. It was noted the patient would be supine and cannot lay laterally on the table so they were going to move the pump pocket site from one location to the other side of the abdomen, due to erosion at the current pump pocket site. The pump reservoir size would also be changed from 40 ml pump to 20 ml pump to try to help. Reviewed no contradiction in labeling on tunneling direction but concerns for the catheter and risk of organs being damaged if tunneled incorrectly. Additional information was received from a the hcp via the rep indicated the patient was experiencing a "skin breakdown" around the pump and there was infection present. The surgeon removed the pump today ((B)(6) 2021) and inquired about oral dosing for baclofen. The patient's relevant medical history included the patient non-verbal and had no family with at the time of the procedure today. The catheter was not removed.